Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6), 2022 due to hyperglycemia, urinary tract infection and dehydration. Customer treated high blood glucose with intravenous insulin drip. Customer's current blood glucose was 129 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer stated symptoms related to high blood glucose which were feeling sick, unwell, tired, weak, altered vision, increased thirst, nausea, vomiting. Customer did not tested positive for ketones. The insulin pump will be not returned for the analysis.